Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer was provided with information to reset the pump, and after assistance from technical support, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue arises again.